Manufacturer narrative:
One opened 25ga vit cutter was returned with a bl5525wv pack label from lot v5988. The tip protector is in place as it should be. The needle is not bent. Visual examination found the port window in the opened position, and fluid is visible in the aspiration line. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using the stellaris pc system, the inner needle stopped retracting from the port at around 300 c.p.m causing the port to be blocked preventing the cutter from cutting and aspirating. The cause of the cutter malfunction is under investigation.

Manufacturer narrative:
The cutter involved in the reported event was requested however it has not been received for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) stating that during a procedure the cutter stopped cutting but it was still aspirating. The pack was changed and the procedure was completed without any impact to the patient.